Event description:
N/a.

Manufacturer narrative:
An event of device embolization into the left ventricle, after the device implant was reported. Abbott requested for imaging of the procedure, but this was not provided by the site. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. The implanter believed the cause of embolization was over compression. However, this cannot be confirmed. The reported unexpected surgical intervention were a result of case-specific circumstances as a device was surgically removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Additionally, the imaging provided by the account were further reviewed by an abbott staff. The reviewer stated that cell phone images submitted of a few portions from the procedure. The only fluoro image sent in was a picture of the delivery sheath inside the laa extremely deep into the laa. The following images are baseline of the laa without a device present. Image 2988 demonstrates the 25mm device in place on a 90-degree tee view. There do not appear to be any shoulders. The device has an appearance of a roman helmet but without the proper fluoro images, it cannot be determined if the amulet device was over compressed to be at risk for embolization. The laa on the baseline imaging does appear to have contractility so this may have contributed to the embolization along with a higher level of compression.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a procedure using a 12f amplatzer torqvue 45x45 delivery sheath (tv45x45). The landing zone measurements at 0 degree, 45degree, 90degree, 135degree were 19mm, 14mm, 13mm and 18mm. The image modality was used during procedure were transthoracic echocardiogram (tee) and fluoroscopy. During procedure, the left atrial pressure was 20mmhg. The amulet was successfully implanted after one partial recapture by satisfying close criteria and tension test was performed. The device compression was in the barrel shape. Prior to discharge on a tte was performed and it was noticed that the amulet had embolized and was in the left ventricle. The removal of the amulet was done late in the day through the right femoral vein (rfv) and a non-abbott device was implanted. The patient remained stable. The implanter believed the cause of embolization was over compression. On (B)(6) 2025, it was reported that the patient was stable and doing well.